Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer experienced hyperglycemia also getting an open image book on the screen of the insulin pump. The customer blood glucose level was 400mg/dl. Customer also stated that a crack on the back of the pump. The customer stated that they saw a open book image on insulin pump display. Advised customer's father we will replace the insulin pump due to the critical pump error. The device will be returned for analysis.